Event description:
It was reported the device is due for preventive maintenance and motor reset - found during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. The investigation found that no maintenance alarms were present. Preventive maintenance was performed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.